Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Company representative reported there is a black, horizontal line in the middle of the display. The infusion device was replaced and requested for evaluation. No adverse event was reported.